Event description:
Customer reported that the insulin gauge displayed an amount different than expected, specifically a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Customer will continue to use the current cartridge and follow up if necessary.